Manufacturer narrative:
This MDR is being submitted following our procedure: patient experienced symptoms of a hypoglycemic event 27. There was third party intervention: pt. Sent to the ER and was told that her bgl had dropped to 27. Device was discarded at the hospital. With the device in question not being available, there is insufficient information to determine whether the v-go contributed to the event or not.

Event description:
Diabetic pt. Using vgo 20 for 3 years reported to valeritas customer care that she had experienced low blood glucose level. Pt. Informed valeritas that she was staying with her husband who was in the hospital. She stayed in his room. At 4 pm, she put on a new v-go, then at 3am she went to bed and the next she remembers she was in the emergency room, where she was told her blood sugar had dropped to 27. When she woke up, she removed the vgo and saw it was completely dry and the hospital personnel threw it away. The patient was given something to eat to bring her sugar up, was admitted for observation and released on (B)(6). She did follow up with her doctor. The patient said her doctor wants her to resume the v-go therapy. She is still considering whether to go back to v-go. The patient is now on her previous therapy. The lot numbers and expiration dates of the insulin and v-go were not available.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Report type: follow-up #1. Follow-up type: correction checked.